Manufacturer narrative:
(B)(4).

Event description:
It was reported that extended charge time was observed on the device. Patient had received a notification for an alert indicating that the charge time limit had been reached. Patient was asymptomatic. Capacitor maintenance was performed on the device. Patient will be followed up routinely.